Manufacturer narrative:
Initial 1 of 2. Name: ypsomed ag. Street: (B)(6). City: (B)(6). Postal code: (B)(6). Country: switzerland. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia due to an issue with the plastic cannula and adhesive disk. The disk, which is designed to adhere to the skin, was lifting away, causing the cannula to become loose on (B)(6) 2026, it was observed that the cannula had detached from the adhesive. This emdr is being submitted for an unknown number quantity.